Event description:
The patient had primary hip surgery on (B)(6) 2020. On (B)(6) 2022, the patient came in reporting pain due to a loose stem, and the surgeon revised the stem and head. Presently, on (B)(6) 2022, the patient came in the report the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 march 2022. Lot 2100270: (B)(4) items manufactured and released on 28-apr-2021. Expiration date: 2026-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: batch review performed on 24 march 2022. Stem: m-vizion 01.22.105 distal stem ø16mm l 140mm straight (k170690) lot 2010764: (B)(4) items manufactured and released on 16-jun-2021. Expiration date: 2026-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: m-vizion 01.22.408 proximal body ø20mm l 50mm lat with holes (k201471) lot 2010781: (B)(4) items manufactured and released on 02-sep-2021. Expiration date: 2026-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.156mh acetabular shell ø56 multi-hole (k132879) lot 1904343: (B)(4) items manufactured and released on 28-aug-2019. Expiration date: 2024-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 1904357: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event.